Manufacturer narrative:
(B)(4). It was discovered that a system error 2240 (air in line/set) alarm occurred before the system error 2367 alarm. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. This occurred during dwell three of four of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.